Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were in a panic mode because they needed to do an MRI and that the technician was asking technical questions about MRI that they had no idea how to access. Patient services walked the patient through connecting to their settings and activating MRI mode but upon connecting to their settings, the patient read "the therapy has been turned off" and the patient stated they hadn't done anything to turn the therapy off and that they didn't know why it was off. Patient could not confirm if someone had just turned it off or not and they stated they had not turned it off upon connecting. Patient turned the therapy back on and it was set at 3.3 ma. Upon checking the MRI mode, it showed the patient was eligible for a head/brain only scan and the patient wanted to know if they could have a full body scan. Patient services reviewed MRI mode with the patient and redirected the patient to follow up with their managing health care provider to discuss their MRI eligibility. Patient stated they needed a "full body scan" and asked if there was something in their device that they could select that would allow them to have an MRI of the whole body. Patient stated they were going to have the MRI technician call about the situation. Patient stayed in MRI mode despite patient services advising the patient they could not get the MRI they were hoping to get with their eligibility. Patient services reviewed with the patient to call patient services back for assistance with deactivating MRI mode if needed later as the patient had stated they were confused and wanted the technician to call. Patient services also wanted to mention that the patient stated it was hard to hold the communicator "back there" when they were connecting to their therapy settings. Patient services did not ask further information about the comment as they were focused on the reason for call. Documented reported event. No further action was taken by patient services.